Manufacturer narrative:
As reported in a research article, a patient had reoperation on the trifecta valve due to stenosis and calcification. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The research article "six-year follow-up of aortic valve reoperation rates: carpentier-edwards perimount versus st. Jude medical trifecta" was reviewed. This research article reported a case study on a (B)(6)-year-old man implanted with a 25 mm trifecta valve. 14 months post procedure, a reoperation was performed due to aortic stenosis and calcification. The article concluded that the rate reoperation of perimount and trifecta were comparable, with trifecta showing higher rates in patients younger than 60 years, and current smokers. The primary author of the article is herman stubeda, md of faculty of medicine, dalhousie university, halifax, nova scotia, canada with the corresponding email herman.stubeda@dal.ca.